Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent cartridge change error messages occurred with multiple cartridges during the loading process. In addition, it was reported multiple cartridges did not fit onto the pump. Blood glucose level was 271 mg/dl. It was confirmed that the customer had manual injections available for alternate insulin therapy.